Event description:
On (B)(6) 2009, the patient reported that she received an e4 (occlusion) error while attempting to bolus 4 units of insulin. To troubleshoot, the patient disconnected from the infusion site and she was able to bolus without error. She removed her infusion site and found that the cannula was bent and there was a large bruise at the infusion site. She stated that she began experiencing occlusions a month ago with infusion sets from the same box. She inserted an infusion site from a different box and completed her bolus without error. No blood glucose issues were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.